Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that toric intraocular lens implanted in a patient's right eye was misaligned by 90 degrees one day post cataract surgery. Diagnostic imaging system was used during the implantation. At one day follow up, patient was taken back into the operating room and lens was repositioned.

Manufacturer narrative:
No anomalies were found by review of device history record. The product met all specifications when released. There are two possible scenarios for root causes for a rotated lens by 90 degrees which are both use errors. An incorrect doctor seating position selection may result in a wrong displayed axis shown in the overlay - use error. The second scenario is that the user has selected the simplified overlay which shows only the steep and flat axis. The user then might have oriented the lens according the wrong axis shown in the overlay - use error. The root cause cannot be determined conclusively. (B)(4).